Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in , 2008 that a radial jaw biopsy forcep was used during a biopsy. According to the complainant, "when the physician closed the jaws, the device broke." Also, "it was difficult to withdraw the device from the endoscope." No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.